Event description:
It was reported that the patient had a syncopal event and received a shock. Interrogation of the device noted that the patient was in ventricular tachycardia (vt) at the time of the shock but it also showed right ventricular (rv) lead oversensing and noise. It was noted that during the past month, the rv lead had varying impedance. All detections were turned off until the lead could be replaced. The next day, a lead revision was attempted but was unsuccessful due to the patient's worsening heart failure. Over the weekend, the patient developed a vt storm and was transferred for a possible heart transplant. The patient did not qualify for a transplant and the decision was made to turn the device off. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.